Manufacturer narrative:
The insulin pump was unable to prime during the prime test and received motor error alarms during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion test or excessive no delivery test due to the prime anomaly. The insulin pump passed the displacement test.

Event description:
It was stated that the customer was hospitalized for blood glucose levels above 600 mg/dl. It was also stated that the insulin pump was not priming properly. Insulin was squirting out during the manual prime. Advised that the insulin pump would be replaced. Nothing further was reported.